Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had excess fluid at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein physician went in and drained the fluid at the battery site. Battery site was effectively drained and the issue has resolved.